Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read and analyzed. No hints for a deviation of the delivery accuracy were found. The infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use and was slightly contaminated. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times and a measurement according to en 60601-2-24 was performed. All measured values were within specification. The pump operated as intended and the reported delivery inaccuracy could not be reproduced.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): delivery inaccuracy: noisy mechanic / inaccurate flow rate.

Manufacturer narrative:
(B)(4). The device has been received at our bbm service laboratory in (B)(4) and the investigation is ongoing at this time. A follow up report will be provided after the examination results become available.